Event description:
It was reported by the treating physician on 12/15/2000 that the pt had a right eye memorylens implant in 1998. One day post-procedure, in 1998, the pt presented with fibrinous ac reaction, chronic iritis and a cloudy cornea. At the last examination date in 10/2000, the iritis was resolved. The doctor's prognosis for the pt is good, but he felt the event was lens related.